Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that an advocate for the patient with this device stated that the patient did not receive tachycardia therapy when they should have. The patient displayed symptoms and the advocate questioned if the device programming was the cause. The patient was referred to his physician. No additional adverse patient effects were reported.